Event description:
Medtronic device evaluation. The everest inflation device was returned to medtronic for evaluation. The device appears to have been used. Contrast media is evident inside the syringe body. The gauge was fully engaged to the syringe bode at all threads. The gauge needle is at zero and the syringe has been pushed to the end of the syringe cavity. The device was inspected by the supplier. The case and socket are noted to have extensive corrosion on mating surfaces and the window has amber crystallization deposits on the inside surface. Inspection of the system revealed extensive rust at metal to metal contacts between the socket and painted carbon steel case. The rust was not observed to have spread throughout the gauge interior. The movement gears and hairspring were found to be in good condition. An amber colored crystallization was observed on the back plate of the movement at the connection with the pinion and some deposit on the window.

Event description:
The physician was using an everest inflation ac3200 device during a carotid artery stenting procedure. It was reported that when the physician attempted to apply pressure the balloon was inflated but the manometer needle did not move. The physician continued to apply pressure to the device and the manometer suddenly moved to 10atm. No clinical sequelae were reported. The ac3200 device was used to complete the procedure. It cannot be confirmed if device was prepped prior to use.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: investigation of returned device in progress.

Manufacturer narrative:
Presence of crystallization deposits within device affecting device performance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.